Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon ruptured. The procedure was completed with a wolverine device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, it was noted that the balloon ruptured. The procedure was completed with a wolverine device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the manifold. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 7mm from the tip moving proximally for a length of 12mm, the balloon has a longitudinal tear.